Event description:
A legal claim letter from a pt was received. The legal letter reported that: "a pt underwent a surgical procedure of thr with an unspecified stryker product due to coxarthritis in (B)(6) on (B)(6) 2009. On (B)(6) 2011, the pt experienced the breakage of the product implanted. On an unspecified date, the pt underwent a revision surgery in osp (B)(6)." No other info are available at the moment.

Manufacturer narrative:
No additional info is available at this time due to ongoing litigation.